Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported suspected thrombus, hemolysis, and bleeding could not be conclusively determined through this evaluation. Additionally, the reported pump power elevation could not be confirmed as no log file was submitted for review and a direct cause for the reported event could not be conclusively determined through this evaluation. The account reported the patient was admitted to the hospital on (B)(6) 2017 with an ldh of 1600 and concerns for pump thrombosis. The patient¿s ldh was 1100 upon arrival to the cardiac stepdown. The patient had trace blood in their urine analysis. The patient was discontinued on warfarin and started on a heparin drip upon admission. The patient¿s course was complicated by left upper extremity hematoma in the setting of subtherapeutic inr of 3.38. The heparin gtt was discontinued the evening of on (B)(6) 2017 and restarted on (B)(6) 2017 with an inr less than 2.5. A ramp tee showed the aortic valve opening with each beat at 9,600 rpm and never opening at 10,400 rpm. The patient¿s ldh trended down to 824 and their plasma free hemoglobin reduced from 229 to 10 upon discharge. The patient was encouraged to stay in the hospital on heparin until a heart transplant was able to be performed; however, the patient insisted on going home. The patient¿s warfarin was discontinued on discharge and the patient was started on lovenox 180 mg daily. The patient¿s pump power was reportedly normally around the baseline power of 4.9 w to 2.2 w besides for a single power elevation of 8.0 w. The patient was discharged and remained ongoing on vad support until ultimately expiring on (B)(6) 2017 captured under MFR# 2916596-2019-04164. Device thrombosis, hemolysis, and bleeding are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2017 from home with ldh of 1600 with concern for pump thrombosis. Ldh elevated to 1100 on arrival to cardiac step down. Urinalysis showed trace blood. Warfarin was discontinued on admission and started on heparin infusion (gtt). Course was complicated by left upper extremity hematoma in the setting of supratherapeutic inr (3.38). Heparin infusion (gtt) was discontinued on (B)(6)night and restarted on (B)(6) w/ inr <2.5. A ramp tte demonstrated with difficult to visualize aortic valve; however, opening with each beat at 9600 to never opening at high speed of 10400. The patient's ldh down-trended to 824 and plasma free hemoglobin reduced from 229 to 10 on discharge. Patient was encouraged to stay in house on heparin until transplant; however, insistent he must go home to take care of home duties. He understands he will be listed status 7a until he returns. Warfarin discontinued on discharged given failed therapy as outpatient and sent home on lovenox 180mg daily (1.5mg/kg daily). Patient had consistent therapeutic inr¿s except for (B)(6) 2017 when his inr was 1.74. Powers on vad 4.9-5.2, with one recorded power at 8.0. No other changes in vad parameters. No additional information was reported.